Event description:
Technician alleged that the brake block roll pin was missing. When the brakes were set on one side of the bed, the other end of the bed did not set or hold.

Manufacturer narrative:
Technician installed a new roll pin to resolve the issue. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current. (B) (4).